Event description:
The lay/user pt contacted lifescan alleging that the product display has a big black spot, which makes it difficult to read. The issue was unresolved with troubleshooting. The pt's meter was replaced. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.